Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the unit and passed. Device passed self test. No back light anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error message. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm and back light was dim. The device will not be returned for analysis.